Event description:
Baxter received a report that viking m had an spark coming from the power plug. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Initial reporter address: (B)(6). The baxter technician found the power cord needed to be replaced. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. Horizontal lifting can also be performed in combination with the liko¿ octostretch¿ accessory. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jun 6, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.